Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to (B)(6) 2016; therefore, no UDI is required. Analysis was performed by onsite service personnel who confirmed the reported issue. The unit was powered up and speaker was not working; the unit had no sound. The customer was provided a replacement device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that no sound was emitted from the device despite the volume being turned up. The device was not in use on a patient at the time of the event, there was no patient involvement.